Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 171944: (B)(4) items manufactured and released on 12 july 2017. Expiration date: 2022-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: tibial insert fixed sphere flex size 4/10 mm l, reference 02.12.0410fl ((B)(4)). Lot 179656: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2023-02-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The insert would not lock into the baseplate. The surgeon was able to implant the inlay successfully but the event caused 25 minutes of delay in the surgery.